Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in buffered glucose test solution test, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Then made a visual inspection and found the sensor in full during analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they did not see the sensor electrode when removed from the body. The customer¿s blood glucose level was 159 mg/dl. Customer reported that sensor fractured while in the body and they did not receive medical treatment as a result of the sensor fracturing while still in the body. Troubleshooting was performed. The sensor will be returned for analysis.